Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering/clogging the air and water cylinder could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Per additional information obtained, it is assumed the customer sent the endoscope after it was reprocessed.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign objects were found in the air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign objects found in the air/water cylinder, other evaluation findings are as follows: the air/water cylinder and suction cylinder had no color, the switch box, the connecting tube and the plastic distal end cover were scratched, the adhesive on the bending section cover was cracked; and the coating of the universal cord was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.